Event description:
A (B)(6) male patient's sister contacted zoll customer support to report that the patient's monitor was generating service codes 205 (data corrupt) and 108 (non-critical database error). The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service codes 205 (data corrupt) and 108 (non-critical database error)) has been confirmed. As received, the monitor was intermittently producing service codes 205 and 108. During servicing, there was an md5 flash failure while programming the flash memory. The cause of the service codes is the failure to program the flash memory. The cause of the failure to program the flash memory has been isolated to flash components (u102 and u105) on the computer analog (ca) board sn (B)(4). The flash memory had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective memory. The patient received a replacement monitor.